Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump . On (B)(6) 2017, it was reported that the patient was non-compliant and that they had experienced empty pumps in the past due to missed refills. The patient ended up in the emergency department and then had to have their pump refilled "in a hurry". No symptoms were reported. No further complications were reported.